Event description:
Pt reported that their meter had a power issue where it would not turn on. This issue was not resolved with troubleshooting. Pt had just replaced the battery, but the issue persisted. Pt did visit the dr's office since pt was unable to test on their meter. The dr's meter result was 150 mg/dl, which does not reflect any serious injury. Pt did not receive any medical treatment. This case is reported as a meter malfunction since the power issue was not resolved. A replacement meter was sent to the pt. No further clinical info was provided.